Event description:
Investigation completed and will be generated in h 10. Additional informaiton received 15-jan-2020: customer response.

Manufacturer narrative:
Evaluation and testing done by third party. The complaint could not be verified for leak. The product was not returned but testing and inspection was done on control analysis and mitigation. A picture was received and various points are marked and identified with letters a along to both products. No leaks nor drops it can be see fleeing from point b, which it is the affected section according of the complaint description. Reviewing manufactor process for p/n 21-7302-24 l/n 3894451 was conducted by quality intern on 11-nov-2019 and complaint decription could not be verified there. Mitigaion revealed product performed 100% in process leak test. Root cause can not be established as no product was returned. DHR reveived complaint and there summary as follows. Part number: 21-7302-24 lot number: 3761268 manufacturing date: january, 2019 quantity released: (B)(4) units. Any relevant dmrs, idrs, das: there were no relevant idr's, dmr's or da's for this lot any relevant rework: none per review of the DHR was scrap/rejects above typical? None per review of the DHR component lot number and quantity issued: there were no relevant idr's, dmr's or da's for this lot component history: there were no relevant findings detected in the DHR. Summary of DHR review: there were no relevant idr's, dmr's or da's for this lot updated fields on follow up a 1 b 1 b 4 b 5 b 7 g 7 h 1 h 2 h 3 h 6 h 10.

Manufacturer narrative:
Occupation: quality associate.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir had a split line. A cadd medication cassette, 100ml (flowstop) device was connected to the patient on (B)(6) 2019, the patient reported back to the hospital with a spilt between the cadd cassette and the first connection. This resulted in a cytotoxic spill contaminating the patient's clothing and bedding. The pump read as "44.3ml to run over 10 hours" but the cassette was almost empty. There were no reported adverse events.